Event description:
It is reported that the patient experienced a high blood glucose level. Level is 500mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.

Manufacturer narrative:
(B)(4).